Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informs that both patient samples, used for repeat testing, were centrifuged for 10 minutes at 3000 revolutions per minute (rpm). Siemens investigated the event and determined that quality controls were within the specified limits during both runs. There were no instrument issues, and no other samples were affected. The cause of a discordant falsely elevated tnih result, for a patient sample, is unknown. Siemens concluded the investigation and cannot rule out preanalytic factors leading to fibrin interference as the causative agent since the sample resulted correctly after re-centrifugation. Preanalytic variables can affect the quality of the sample and can lead to erroneous results. The instrument is fully operational, and no further evaluation is required.

Event description:
The customer obtained a discordant falsely elevated high-sensitivity troponin I (tnih) result on the atellica immunoassay (im) 1300 analyzer. The discordant result was reported to the physician(s). The customer performed repeat testing, about three hours later, with a different sample and the same analyzer. The repeat results were consistently negative, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tnih result.